Event description:
During surgery, an internal spark of the cable occurred, at the end of the cord that plugs into the es generator, which caused smoke and a small fire. One spark landed on the patient's drape and the patient received a small minor burn. Patient was fine and surgery was completed after switching out equipment with no further complications. No other patient consequences were reported.

Manufacturer narrative:
Evaluation summary: investigation showed: the internal wires were broken near the end of the cable that connects to the electro-surgical generator. It appears that the internal wires were broken when power was applied, causing a shorting and burning from the inside. In addition, visual examination showed that the user repeatedly pulled on the cord when disconnecting the device, instead of pulling on the connector. Cause of event: user care and maintenance.